Manufacturer narrative:
(B)(4).

Event description:
This case was reviewed and investigated according to the manufacturer's policy. This event is being reported because further investigation found the scanner body was not bent as previously reported. Revised observations are as follows: visual and microscopic inspection and functional testing were performed on the returned device. The expanded single lumen (esl) was damaged, and some pieces appeared to be torn off and missing. Uneven and compromised adhesive was observed between the esl and the scanner body. The device failed the wire bond test, and all connections were observed to be opened. The dc output, dc supply and echo values were insufficient for all elements. The device was not recognized and the message "no catheter" remained on the screen. The device was re-examined after the image test. Fluid ingress was observed. The reported failure was not duplicated. The probable cause of the observed failure is electrical issues as a likely result of fluid ingress due to the torn esl. Strain, impact, and forces associated with use can affect the integrity of the device. However, it was not possible to determine when and how the reported failure and the damage of the adhesive occurred.

Manufacturer narrative:
(B)(4). Attempts to obtain patient information have been unsuccessful. Attempts to obtain the patient information were made via email and phone. All reasonably known patient information is included in this report. No tests/laboratory data was available. Other relevant history: no information was available. Implant and explant dates: the implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported the catheter was used for evt. During insertion prior to crossing the lesion the error message "catheter fault detected" displayed. The catheter was reconnected to the pim, flushed outside the body and the system was restarted, but the problem was not solved. Another catheter of different product was alternatively used and the procedure was completed. There was no patient injury. Vessel: artery tortuousness: slight, calcification: slight, isr: no. Catheter approach: ipsilaterally from femoral artery. Visual and microscopic inspection and functional testing were performed on the returned device. The extended single lumen (esl) was damaged, and some pieces appeared to be torn off and missing. The scanner body was bent. The device failed the wire bond test, and all connections were observed to be opened. The dc output, dc supply and echo values were insufficient for all elements. The device was not recognized and the message "no catheter" remained on the screen. The device was re-examined after the image test. Fluid ingress was observed. The reported failure was not duplicated. The probable cause of the reported complaint is electrical issues as a likely result of fluid ingress due to the torn esl. In addition, the bent scanner body likely contributed to the observed electrical issues. Strain, impact, and forces associated with use can affect the integrity of the device. It was not possible to determine when and how the reported failure and the damage of the adhesive and the scanner body occurred. The instructions for use (IFU) states the catheter device is a delicate scientific instrument and should be treated as such. Always observe the following precautions: protect the catheter tip from impact and excessive force. Do not cut, crease, knot, or otherwise damage the catheter. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis. This event is being reported in an abundance of caution because some pieces of the esl were missing and it could not be determined when the damage occurred. There is a potential for harm if the event were to recur.